Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced multiple cameras coming up with an error, and system logs were reviewed and were consistent with endoscope controller/endoscope errors (including camera power warnings/failures and camera temperature sensor not responding). The customer was able to get one endoscope to pass self-test and continued the procedure, but stated the issue had been ongoing with multiple cameras. The technical service engineer (tse) troubleshooting had the customer clean the endoscope and endoscope controller connector pins with isopropyl alcohol and repeatedly reseat the endoscope several times to address a potential connection/contamination issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope controller (ec) was analyzed, and the findings did not replicate or confirm the customer reported event. The unit was analyzed and no issues were found related to the event. The unit was installed onto a golden system, programmed successfully, power cycled 10 times without any issues, and passed all relevant testing within specification.